Event description:
It was reported that the patient presented for an implant of the left ventricular lead. During the procedure, it was noted that the guidewire was unable to advance through the lead. The physician suspected a blockage in the lead lumen by foreign material or collapse of the lead lumen by a bent vessel. The procedure was completed successfully with a replacement lead. There were no patient consequences.